Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery multiple times. The patient's blood glucose at the start of the no delivery issue was 482 mg/dl. The patient treated via insulin pump therapy after changing their infusion set. The no delivery alarm was resolved by changing the infusion set and reservoir. The insulin pump was not returned for analysis.